Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced an infection, sepsis and pericarditis eights months after a device system was implanted. The implantable pulse generator (ipg) system was explanted and the patient was treated for the pericarditis. No further patient complications have been reported as a result of this event.